Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the healthcare professional on 29-apr-2016 reported that the patient had a lead revision and the patient was given a cervical collar to stabilize the leads post-surgery. Event cause was not determined, and the issues of stimulation in the wrong location and lead movement were resolved. Additional information received from the consumer on (B)(6) 2016 reported that when stimulation was turned on during programming on (B)(6) 2016, the patient stated the manufacturer representative had difficulty getting stimulation in the correct location; stimulation was felt in the patient's left arm and she needed stimulation in her right arm. It was noted that the patient had her implantable neurostimulator (ins) for neuropathic pain for her entire right arm. The consumer also reported that the patient had her implantable neurostimulator (ins) "re-done" on (B)(6) 2016 because her leads fell at the end of (B)(6) 2016. Before the revision, the patient could only feel stimulation in her chest. During the revision, the healthcare professional put the battery in deeper and re-anchored the leads. The patient stated she had a big bump where the ins was located prior to moving the battery, and now she had a small bump. It was noted that the ins was not turned on until (B)(6) 2016, and the patient was in the healthcare professional's office on (B)(6) 2016. It was noted that a manufacturer representative was present at the appointments as well. The consumer also reported that there were recharging issues prior to the re-implantation. When the ins was re-implanted on (B)(6) 2016, the manufacturer representative tested the ins and it was fully charged. When the patient went to have stimulation turned on for the first time since re-implantation on (B)(6) 2016, the ins was dead so they could not turn it on. They had tried on (B)(6) 2016 and they had a difficult time recharging the ins. The patient went back to the healthcare professional's office on (B)(6) 2016 and still had a difficult time recharging the ins; the manufacturer representative finally said to leave stimulation off over the weekend. On (B)(6) 2016, the patient went back to the healthcare professional's office and stimulation was turned on.

Manufacturer narrative:
Note that information references the main component of the system and other applicable components are: product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a275, serial# (B)(4), implanted:(B)(6) 2016, product type: lead.

Event description:
The patient implanted for rsd/causalgia-complex regional pain syndrome and spinal pain reported stimulation in an undesired location. She could only feel stimulation in her chest since (B)(6) 2016 and thought maybe her leads had moved, though she didn't know for certain. Emi was reported to be possibly related as she had gone into a government building but it was then noted that she had the stimulation issue prior to going into the building. Additional information received from the patient in response to follow-up reported that the patient had been seen again and had x-rays done to confirm the leads had moved and surgery was the next step. It was not yet resolved as she was waiting to hear when surgery would be scheduled.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The information received from the consumer was corrected/clarified. It was noted that previous date of (B)(6) 2016 was incorrect for the programming where the manufacturer had difficulty getting stimulation in the correct location. The correct date for that programming was (B)(6) 2016. It was also noted that the patient had been meeting with the manufacturer representative multiple times.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.